Manufacturer narrative:
A ge representative evaluated the system and replaced the back plane and performed a generator calibration. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a high ma error. No pt injury was reported.